Event description:
It was reported that during a da vinci-assisted simple transvesical prostatectomy surgical procedure, the clinical sales representative (csr) reported to the technical support engineer (tse) that the customer was experiencing the system shutting itself off. The tse reviewed the logs and found instances of both non-recoverable and recoverable faults. To clear out these issues, a power cycle was needed. As the blue fiber cables (bfcs) were not re-seated, the issue was persistent after each power cycle. The csr informed that the surgery was successfully completed, though the operating team decided to change the patient side cart (psc) to a different one. The procedure was converted to another da vinci surgical system with no patient harm, adverse outcome, or injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer changed the patient side cart. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided since the product was not returned and the phone support details did not point to a definitive root cause.